Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: tr band was applied by the doctor and an experienced tech. It seemed ok at first, however, then they noticed a hematoma and that the tr band had deflated. Manual pressure and new tr band was applied. Additional information was received on 23dec2025: there was 15ml of air injected into the tr band when it was applied. A 5fr slender was used in the access site during the patient procedure. The tr band deflated instantly, it had a hole in it. The hematoma was treated by manual pressure. The size of the hematoma was two inches. There was swelling initially. There was no pain or numbness. The pulse was not faint and no weakness in movement. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).